Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the distributor the product arrived damaged with sterility barrier potentially compromised. There was no patient involvement.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event and investigation of the product, it was determined to be not reportable as sterility was not compromised. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.